Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed extensive impact damage (cracked compressor assembly) consistent with mis-handling. The compressor assembly was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.